Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformance noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported being treated for a left side "breast infection, persistent pain" and "do not feel comfortable having these in my body." Patient additionally reported "inability to engage in physical activity like I did prior to surgery;" this event is not related to the device. Device remains implanted.